Event description:
The hosp reported that at the completion of multiple coronary artery bypass graft procedure, two heartsting seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomosis. No pt complications were reported by the hosp. This report is for the second seal that did not unravel completely.